Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the lead was inserted into the left ventricle and it was noted that the left ventricular lead dislodged. Dislodgement of left ventricular lead was confirmed via fluoroscopy. Therefore, the physician explanted the lead and planned to reimplant again. Upon reflushing the lead outside the body, the physician noticed that there was a hole in lead during the reflushing process prior to reimplanting the lead again hence, the flush was not going through all the way. The left ventricular lead was explanted, and a new lead was successfully implanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were for lead dislodgement and ¿a hole in the lead¿. A complete lead measuring 75.3 cm was returned in one piece for analysis. The reported event of ¿a hole in the lead¿ was not confirmed. A lead flushing test was performed, and the saline fluid easily pass through the lead without any observable leaks over the length of the lead. The damage was found sustained during surgical procedure. The lead was otherwise normal.